Event description:
The manufacturer received information alleging a patient inhaled particles from a ventilator and went to the hospital, but was discharged the same day. According to the reporter of the event, the device was being used with a full face mask and a bacteria filter was attached to the ventilator. The hospital diagnosis for the patient was a-typical chest pain and chronic obstructive pulmonary disease (copd).

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation. The device passed all tests and was found to operate and alarm as designed. A review of the device's error log confirmed no events had occurred which would impact therapy or device function. An internal and external visual inspection of the ventilator was conducted. The device's air path and blower assembly were disassembled and no evidence of particulate matter was observed. None of the device's internal of external components were observed to have particulate matter present. The manufacturer concludes the device operated as designed and did not cause or contribute to the reported event.